Event description:
New information received notes that programming changes were finally made during in clinic follow-up. Patient will continue to be monitored.

Event description:
It was reported that the pacer-dependent patient presented in clinic after receiving a patient notifier for non-sustained ventricular oversensing. The oversensing caused some inhibition of ventricular pacing. Programming changes were recommended.